Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the spring on the inserter does not work.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
The cup positioner was returned for review. Visual inspection reveals that the positioner show signs of wear and tear, suggesting extensive use. Lateral strike marks are visible on the positioner handles evident of side impaction. This indicates misuse. The frequency of use of the instruments is unknown. Threading of cup positioner bolts show signs of damage across their respective lengths. These threads would not accept a thread go gauge. Threaded bolts were both seized. After the application of instrument lube, the bolts were able to be actuated, however they were sticking, and did not function properly. Device field age is noted to be approximately 1 year and 4 months for the positioner based on manufacturing date. Receiving inspection reports reviewed show all devices that were inspected met specifications. The reported device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. The evidence of side impaction on the knurled portion indicates off-axis loading of the device. The handle is designed to be struck on the impaction surface and not the side on the knurled portion of the handle. When struck on the side of the handle it creates unintended loading conditions and increased the stress on the threads, leading to stripped or deformed leading threads. Based on review of the returned device, the likely cause for the reported issue is damage as a result of misuse of the device.

Event description:
Spring is not actuating due to a lack of lubrication and damage to inserter threading.